Event description:
In an attempt to advance a coronary stent with delivery system to the target lesion site which was located distal to a previously deployed stent in the right coronary artery, it was reported that after crossing the previously deployed stent, the stent became dislodged from the balloon catheter. Several unsuccessful attempts were made to retrieve the stent utilizing a microsnare. Subsequently, the pt was sent for coronary artery bypass graft surgery. The surgery was successful and there were no add'l complications reported relative to this event.